Event description:
During scheduled neuro-intervention of 8mm x 6mm unruptured acom aneurysm, patient sustained perforation to inferior base of acom aneurysm and a sah resulted. The event occurred during the attempt to navigate prowler select plus (lot 15462643) into position to place a second enterprise stent to ensure flow to the left a2 branch. While attempting to navigate a transcend ex guidewire (cat. Number 46-805/lot 14947653) into the a2 branch, the physician noticed that the aneurysm had ruptured. The transition from lt a1 to lt a2 was moderately tortuous. Physician administered protamine to the patient (B)(6) hospital protocol. Physician navigated guidewire into position and delivered enterprise (lot 10064593) in lt a1/a2 segment. Five coils were placed to completely obliterate the aneurysm. Physician stopped coiling once the microcatheter was kicked out and the aneurysm no longer filled. During the final angiographic run with contrast, the physician determined that the base of the acom aneurysm continued to bleed. The patient continued to be monitored for the status of the bleed through additional, periodic contrast injections. Prior to the event, an enterprise vrd (lot 10039487) was placed in the right a1/a2 segment without incident, then a prowler lpes straight into the acom via the lt ica without incident. The physician stated that the event was not attributed to the performance to any of the codman interventional products, and believes that the vessel was sheared while attempting to navigate the non-cordis/codman wire into the lt a2 branch, which caused the sah.

Manufacturer narrative:
During scheduled neuro-intervention of 8mm x 6mm unruptured anterior communicating (acom) aneurysm, there was perforation of the inferior base of the aneurysm resulting in subarachnoid hemorrhage (sah). The event occurred during the attempted to navigate a transcend ex guidewire and prowler select plus (lot 15462643) into position to place a second enterprise stent to ensure flow to the left a2 branch. While attempting to navigate a transcend ex guidewire (cat. Number 46-805/lot 14947653) into the a2 branch, it was noted that the aneurysm had ruptured. The transition from lt a1 to lt a2 was moderately tortuous. Protamine was administered per protocol. The guidewire was then navigated into position and an enterprise vrd (lot 10064593) was deployed in lt a1/a2 segment. Five coils were placed to completely obliterate the aneurysm. Coiling was stopped once the microcatheter was kicked out and the aneurysm no longer filled. During the final angiographic run with contrast, it was determined that the base of the acom aneurysm continued to bleed. The patient continued to be monitored for the status of the bleed through additional, periodic contrast injections. Prior to the event, an enterprise vrd (lot 10039487) was placed in the right a1/a2 segment without incident; then a prowler lpes straight was placed into the acom via the lt ica without incident. The physician stated that the event was not attributed to the performance to any of the codman interventional products, and believes that the vessel was sheared while attempting to navigate the non-cordis/codman wire into the lt a2 branch, which caused the sah. The device is not available for analysis. A review of the manufacturing documentation associated with prowler select plus lot 15462643 presented no issues during the manufacturing process that can be related to the reported complaint. Aneurysm rupture /perforation of vessel wall are a known potential adverse event associated with this type of procedure and is listed in the instructions for use as a possible complication. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. Although the relationship of the prowler select plus to the event cannot be conclusively excluded; as reported, the event is not attributed to the performance of the any of the devices and appears to be related to the navigation of the noncodman guidewire. There is no evidence of any manufacturing or design issues that contributing to the event; therefore, no corrective actions will be taken.

Manufacturer narrative:
Enterprise vrd (enf452212/lot 10064593), galaxy fill 8x25 (640cf0824/lot 15436276), galaxy fill 6x20 (640cf0620/lot 13500285), galaxy fill 5x15 (640cf0515/lot 15536906), galaxy fill 3x4 (640cx0304/lot 15536371), galaxy fill 2x2 (640cx0202/lot 15525492). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 15462643 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within e30 days of receipt.